Manufacturer narrative:
The company service representative examined the system and found the issue to be related to the consumable and not the system. The illuminator module was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on november 13, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. There was no illuminator lot numbers identified with this complaint. Therefore, a lot history review could not be conducted. All light pipe products are 100% visual inspected and light tested during the manufacturing process. Because an illuminator sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system experienced a multiple port illumination issue prior to a vitreo-retinal procedure. The system was exchanged to initiate and complete the scheduled procedure. There was no harm to the patient.